Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised three months post implantation due to dislocation. The ball and bearing disassociated with extreme hematoma. A new bearing was implanted with a different head length. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow- up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. It was reported that a legacy biomet product were used with depuy head implant. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these products as indicated on the packaging insert. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.